Manufacturer narrative:
Unit received alarming a32 followed by an e22 alarm, problem isolated to mother board. Unable to perform operating currents, self test and displacement test or verify a21 alarm and a17 alarm due to a32 and e22 alarm. Pump received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer got low battery alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.